Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported she experienced high blood glucose over 600 mg/dl. Customer also reported she received a displayable history failed on startup alarm. Customer stated a temporary basal was not programmed before the alarm. Device was stored with a dead battery for an extended period of time and she was trying to use it again. She was assisted with setting time and date and checking her basal and bolus and was able to connect. Nothing further reported.